Event description:
According to rptr, during surgery, over pressure appeared on ventilator, and the sao2 fell to 70%. The anesthesiologist found the tube to be bent. This was corrected and procedure was continued. This happened again, and it was decided to manually ventilate pt for remainder of procedure. After extubation, the tube was found to be flat.